Manufacturer narrative:
(B)(4). This lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned as it dislodged 8 hours post implant. This issue produced pacing to not be delivered when required, high capture thresholds measurements, failure to capture and high pacing impedance out of range. The patient had bradycardia as her hear rate was 28 beats per minute (bpm) and was brought immediately to surgery. This lead remains in service and no additional adverse patient effects were reported.